Manufacturer narrative:
Evaluation results: one cadd solis vip was returned for investigation in good condition. A review of the event history log evidenced the following: "medium alarm displayed: pump settings and patient data lost. " the customer reported product problem was replicated. The investigator inspected the pump and found that the data setting was in fact lost. Further investigation of the pump determined that a faulty microprocessor board was the cause of the issue. The microprocessor board was replaced as a result. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown however. A root cause was not established.

Event description:
It was reported that the data and settings were lost on the pump. No patient injury or complications were reported in relation to this event.

Event description:
It was reported that the data and settings were lost on the pump. No patient injury or complications were reported in relation to this event. No patient involvement.